Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, with the discrepancy being greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by loading a new cartridge.